Event description:
It was reported that during a testing and a surgical procedure at the user facility, the device trigger was sticking. Upon receipt at the manufacturer, the service evaluation determined that run-on occurred. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.